Manufacturer narrative:
D4: primary UDI number; corrected. H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, the dso seal has bubble, uso seal is worn, lcd lens is scratched. The customer's reported problem, cassette error, was verified by functional test. The cause was damaged latch lock flex. Replaced latch lock flex to correct the issue. The device passed all functional tests after the repair. Repair summary: replaced dso seal, dso sensor, dso bezel, uso seal, lcd lens, lcd lens seal, keypad, overlay gray, rear label, side label, latch lock flex, ground strips. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: unknown; no information has been provided to date.  Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette error. The event occurred during testing, and the date of event was unknown. Delay of therapy was unknown. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.